Event description:
While the failure analysis lab was performing an evaluation on a returned processor pca, it was identified by an authorized technician that the som pca was defective on this processor pca. There was no patient involvement.